Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the patient on 05/23/97. On 05/25/97 after iabp for 48 hours, the "gas loss" alarms sounded from the pump and dessicated blood was noted in the tubing. The iab was removed and a second was inserted. The iab was surgically removed. The patient went on to expire on 05/28/97. The contact at the facility stated that the facility is not attributing the patient's death to the event. (Multiple event to customer number 97-00641) (event complications: the iab was surgically removed-) reported 06/02/97. (Pt's current status: expired - rpt'd 06/02/97.)